Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The covidien electrosurgical pencil was not returned to covidien for evaluation. Without the product a detailed investigation could not be performed. A manufacturing non-conformance review could not be conducted because a lot number was not provided. The covidien footswitch was not returned to covidien for evaluation. Without the product a detailed investigation could not be performed. A manufacturing non-conformance review could not be conducted because a lot number was not provided. The forcefxc generator was not returned to covidien for evaluation. Without the product a detailed investigation could not be performed. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The file will be closed as unconfirmed at this time. If additional information is obtained or the products are returned for evaluation, we will re-open this investigation.

Event description:
New / additional info: the incident electrosurgical pencil and foot pedal have been identified as covidien products. Thus, the covidien electrosurgical pencil is now the primary product on this complaint, rather than the forcefxc generator. The patient has been identified as an (B)(6) old male, and the site of the burn was on the patient's abdomen where the covidien pencil had been resting. No other information regarding the patient will be provided by the site. The lap monopolar device has been identified as a non-covidien reusable product.

Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was used in a procedure during which a pediatric patient was burned. A laparoscopic monopolar device was plugged into monopolar 1 and an electrosurgical pencil was plugged into monopolar 2. The surgeon had asked a nurse to plug a footpedal in for the lap mono device, and it was erroneously plugged into the monopolar 2 port for the pencil. The surgeon had planned to use the lap mono device while the electrosurgical pencil was left lying on the patient's front side, rather than in its holster. The surgeon tried to activate the lap mono device twice and heard an activation tone each time but saw no tissue effect. The pencil was being activated during this time and the patient was burned. The burnt tissue was excised and the area was sutured. Additional information regarding this incident has been requested.